Event description:
It was reported in an article (simopoulos, t.t., sharma, s., aner, m., gill, j.s. The incidence and management of postdural puncture headache in patients undergoing percutaneous lead placement for spinal cord stimulation. Neuromodulation: journal of the international neuromodulation society. 2016. Doi: 10.1111/ner.12445). That a 48-year-old male undergoing a spinal cord stimulation (scs) trial for idiopathic painful peripheral neuropathy (ppn) experienced a postdural puncture headache (pdph) from an l2/3 level dural puncture 4 days after the placement of a temporary trial lead. The patient's medical records reportedly documented accidental intrathecal access during insertion of the trial lead. The pdph did not respond to conservative non-interventional treatments, including bed rest, IV fluids, and analgesics of at least 24 hours duration and ultimately underwent an epidural blood patch. It was noted that there was enough time for the patient to determine that the trial was beneficial before onset of the headache, and the patient made a full recovery following the blood patch (minimum follow up of one year) with no documented long-term sequelae. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).